Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Per information provided it appears that device remained implanted in the patient. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Review of the post market surveillance survey noted that, "spring clip to lock axle in place is not "springy" enough/too maleable. Does not provide a confident lock into the implant recess. Would be concerned with axle displacing spring clip out of recess over time.